Event description:
On a unknown date a patient underwent an anterior cervical discectomy fusion on unknown levels of the spine. On (B)(6) 2024 it was discovered the patient experienced a plate screw back out. It it unknown if the patient was experiencing any adverse consequences as a result. At this time no revision is planned.

Manufacturer narrative:
No device was returned and no films could be provided confirming the alleged event. It is unknown if bending of the implanted plate occurred during the index procedure. It is unknown what the date of the index procedure was or if the patient experienced fusion. It is unknown if the patient followed post op instructions or if they experienced a fall or other accident. Based on the lack of information provided a definitive root cause could not be determined, however review of similarly reported complaints identified proud screw placement, excessive screw angulation disallowing proper lock application and or failed lock application. No additional investigation can be completed at this time. Label review: "potential adverse events and complications - as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications known to occur" "potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) loss of fixation" "warnings, cautions and precautions - correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. These devices are not intended to be used as the sole support for the spine. While proper selection can minimize risks, the size and shape of patient anatomy may present limitations on the size of the chosen implants." "The nuvasive acp system is designed to assist in providing an adequate biomechanical environment for fusion. If a delayed union or nonunion occurs the implant may fail due to metal fatigue. Patients should be fully informed of the risk of implant failure." "Corrosion of the implant can occur. Implanting metals and alloys in the human body subjects them to a constantly changing environment of salts, acids, and alkalis, which can cause corrosion. Placing dissimilar metals in contact with each other can accelerate the corrosion process, which in turn, can enhance fatigue fractures of implants." "Bending of the nuvasive acp system is not recommended. Bending will compromise the mechanical performance of the plate and may adversely affect fit and function of the screw retaining mechanisms. If bending is unavoidable, be certain to bend the plate between the screw holes and retaining mechanisms. Inspect the plate for damage after bending." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed."